Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error had occurred and the system was not allowing patient inventory details. A technical support specialist (tss) checked the remote support system, confirming that the station was online with no follow-up from the customer. The tss emailed the customer to verify whether the issue was still occurring and prepared to remotely access the station if needed. The tss was informed through the support center that contact had been made with the customer¿s team, and a message was passed along for further follow-up. The customer later confirmed that the station was functioning normally. The tss notified the customer of the case closure and proceeded to close the case. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es error system was not allowing patient inventory to force shutdown and was not able to reboot back to the station. User tried to reboot the station, but the issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.